Event description:
Customer reported an incident where the prismaflex machine became frozen (install syringe screen with all pumps stopped) during treatment with no error codes. Treatment had been running in cvvhdf for approximately 21 hours. Treatment was terminated by switching the prismaflex machine off. There was no blood loss reported.

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Gambro renal products has requested additional information relating to this incident and an investigation is ongoing. It is expected the investigation will be concluded by the end of q.3 2006. A final report will be submitted once the investigation is concluded.